Event description:
The customer reported getting a red x with chirping, ECG front end failure.

Manufacturer narrative:
(B)(4): the customer reported getting a red x with chirping, ECG front end failure. The customer did not send the device to philips for evaluation, but the customer ordered a power pca to resolve the issue. As of (B)(6) 2010 the customer has not called back regarding this device.